Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. Examination showed foreign material in the forceps channel; the bending section cover was cut, had a pin hole and was not water-tight; the ultrasonic connector was cracked and not water-tight; the air/water nozzle was malformed and did not allow for full fluid drainage; the hand grip was dented; the connecting tube was scratched, the suction connector was scratched, the bending sheath cover had a pinhole; and the insertion tube leaked. Testing of the device showed the bending angles for the up and down directions were out of specifications. Further, the right/left knob and the up/down knob both had excess play. These issues were determined caused by the angle wire being worn. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis exera ii ultrasound gastrovideoscope was in use with patient and patient bit the device causing a leak. No patient injury reported. The device was returned for evaluation. During examination, the device was found to have foreign material in the forceps channel. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.